Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31620. It was reported that the patient experienced strong neuropathic pain in her left foot and heel, following a trial implant for lower back pain. As a result, the patient's trial leads were explanted. The patient's neuropathic foot pain receded following the procedure.